Manufacturer narrative:
The actual introcan safety needle with the safety clip was returned to the manufacturer to be evaluated. The safety clip was located on the shaft of the needle and was not covering the tip of the needle. The long arm of the clip was pushed off the side of the needle. All safety clip dimensions that were able to be measured on the returned sample were checked and found to be within the design specifications. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The sample and all available information has been provided to the actual manufacturer for evaluation.

Event description:
As reported by the sales rep per the user facility: day surgery nurse received needlestick injury. Safety clip did not engage. Additional information provided by the facility indicated the nurse involved in the incident is following hospital protocol for bloodwork testing. However, the results will not be reported due to the hippa privacy law.